Event description:
Boston scientific received info that this right ventricular (rv) lead was exhibiting elevated capture thresholds at 4.5v at 1ms; there was no loss of capture. The sensing and impedance values on the leads were good. A lead revision procedure was performed and this lead was explanted. A new rv lead was implanted. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production strips had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.